Manufacturer narrative:
Medwatch field d device identification d4 lot no. Was updated. The investigation is ongoing.

Manufacturer narrative:
The medwatch section d, device identification was updated. Relevant fields of sections d and g were updated. In the alarm trace provided, there were several abnormal cell blank alarms present. A field service engineer (fse) replaced and adjusted the sample and reagent probes. The online tdm digoxin is no longer run on this module; therefore, the investigation could not determine a direct root cause. The most likely root cause is related to hardware or maintenance, and it was determined that there is no systemic impact.

Event description:
There was an allegation of questionable online tdm digoxin results from two cobas 8000 cobas c 502 modules. This medwatch will apply to the cobas 8000 cobas c 502 module with serial number (B)(6). Please refer to the medwatch with a1. Patient identifier (B)(6) for the cobas 8000 cobas c 502 module with serial number (B)(6). The initial result was 0.5 nmol/l, on another module at a different site. The repeat result was 0.4 nmol/l, on the same module as the initial result. The initial result was reported out of the laboratory and questioned by the pharmacy. The sample was sent to a sister site and ran on the two cobas 8000 cobas c 502 modules mentioned above. The results on (B)(6) were 0.70 nmol/l, 0.37 nmol/l, 0.56 nmol/l, and 0.71 nmol/l. The results on (B)(6) were 0.81 nmol/l, 0.76 nmol/l, 0.80 nmol/l, and 0.82 nmol/l. The sample was run 10 times, but still had large variations. The final reported result was 0.5 nmol/l. The customer took 5 other samples that they had already ran and reported out and tested them again on both modules. Sample 1's results on (B)(6) were 0.37 nmol/l and 0.09 nmol/l. Sample 1's results on (B)(6) were 0.62 nmol/l and 0.44 nmol/l. Sample 2's results on (B)(6) were 0.38 nmol/l and 0.34 nmol/l. Sample 2's results on (B)(6) were 0.69 nmol/l and 0.56 nmol/l. Sample 3's results on (B)(6) were 0.46 nmol/l and 0.30 nmol/l. Sample 3's results on (B)(6) were 0.66 nmol/l and 0.60 nmol/l. Sample 4's results on (B)(6) were 0.31 nmol/l and 0.33 nmol/l. Sample 4's results on (B)(6) were 0.63 nmol/l and 0.48 nmol/l. Sample 5's results on (B)(6) were 0.08 nmol/l and 0.39 nmol/l. Sample 5's results on (B)(6) were 0.59 nmol/l and 0.66 nmol/l.

Manufacturer narrative:
The cobas 8000 cobas c 502 module serial number is (B)(6). The investigation is ongoing.